Manufacturer narrative:
The customer care solution center representative verified the issue with the customer over the phone. The customer care solution center representative dispatched a field service engineer on site to troubleshoot the cause of the issue and obtain logs from the central station. The field service engineer looked at the information in event review and verified an asystolic alarm present at time of event but when he looked into alarm review for time of incident, no alarm was present. The alarm appears to have been deleted. The fse also stated that this was a mistake by the monitor tech and not with the system.

Event description:
The customer reported that they did not get an alarm at the central station. This is being reported as a serious injury. The biomedical engineer stated that the patient did require emergent care related to their underlying rhythm, which was atrial fibrillation, not related to the device no alarming. He did eventually require the insertion of a pacemaker to correct the issue.